Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The prostar xl is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The analysis of the returned device found the handle and the posterior lateral needle were in the backdown position. The green suture was attached to the needle tip. The white suture and the rest of the needles were not returned. There were clamp marks found on the suture tubes. During testing, the handle was deployed and the remaining needle presented at the hub. The needle slots and suture ports appeared normal. The device was disassembled and there was no bent set on the holder shaft. There was no needle strike mark on the barrel face. Based on the investigation findings, the clamp marks found on the suture tubes is an indication that a hemostat was applied during the deployment. Clamping the suture tube interfered with suture deployment and needle trajectory causing the needle to bend and miss the barrel. Per the instructions for use, do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent the suture deployment. There were no abnormal observations with the condition of the device that could have contributed to the reported event. The cause for these failure modes is due to incorrect technique. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the prostar xl device using a preclose technique, attempted deployment of the device in the left common femoral artery before an interventional procedure. Reportedly, 3 out of 4 needles presented after the handle was removed. The device was removed and another prostar xl was used with the same results. After the interventional procedure, a cut down was performed and hemostasis was achieved. The physician thought that the needle may have been deflected due to possible plaque. There was no adverse patient sequela. Though requested, no additional information was provided.